Event description:
Related manufacturer reference number: 2017865-2023-13047, related manufacturer reference number: 2017865-2023-13048. It was reported that the patient twiddled their implantable cardioverter defibrillator system resulting in movement of the pulse generator and full dislodgement of their right ventricular lead and atrial lead. The leads failed to be repositioned due to helix retraction failure and inability to advance the leads through the stylets. The device was repositioned and the leads were explanted and replaced. The patient was stable.